Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for low oxygen flow and positive flow verify. The evaluation found that the transition tube is not connected to the flow sensor. Also noticed the speaker wires are damaged / one speaker is not functional. Speakers will be replaced due to damaged wires. The device's inlet air path, air path foam, and flow path were replaced to address the issue. Device has been recalibrated. The device passed all testing.